Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the front panel "not responding" was not reproduced. The light-emitting diode (led) for the digital numbers on the front panel were dim due to device failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the front panel of the insufflation unit was not responding. The issue occurred when preparing the device for use in a therapeutic laparoscopic procedure. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.